Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, while loading a podj into a lantern delivery microcatheter (lantern), the scrub technologist experienced resistance and therefore, it was decided to re-sheath the podj and reseat the podj introducer sheath into the hub of the lantern. However, when the scrub technologist started to re-sheath the podj, resistance was encountered. It was reported that the embolization coil had knotted up at the tip of the introducer sheath and unintentionally detached; therefore, it was removed. The procedure was completed using a new podj and the same lantern. There was no report of an adverse effect to the patient.